Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that during use the tubes are under filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: the tubes are filling only to the bottom of the tube. They are using both straight needles and winged sets with a discard tube. Additionally, on 2020-06-03 the bd sales consultant provided the following additional information: how many units (tubes) affected? Unknown. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? At collection. Did the sample have to be redrawn? Yes. What was the tube¿s expiration date? (B)(6) 2020. Was a successful draw achieved with the same lot? No. Is this happening with one particular: department, unit, and shift, time of day or person? No. What was method of draw? Wingset and IV catheter.